Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a suspicious chest x-ray. The check revealed normal measurements and function but noise was able to be produced with isometric movement and pocket manipulation. The physician ordered programming changes. The x-ray showed no obvious lead anomaly but an abrupt kink at the area of the clavicle. The patient was in stable condition before, during, and after the event.